Event description:
It was reported during a tibial nail insertion procedure on (B)(6) 2014 while the surgeon was drilling under fluoroscopy for the distal targeting screw, the tip of the drill bit hit the tibial nail. It appeared as though the measurement was less than 0.5mm from the locking hole on the nail. The surgeon then locked the proximal locking screw without incident. The surgeon then reattempted to drill for the distal locking screw and was unsuccessful again. The surgeon proceeded to free handed the distal locking screw in place. There is no device allegation against any products. It was noted when the insertion handle was unthreaded from the connecting screw there was a lot of squeaking. This procedure was completed with a less than 5 minute surgical delay. Additional x-rays were required during the procedure related to this event. This report is on an unknown nail. (B)(4).

Manufacturer narrative:
(B)(4): the part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tibial nail. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.